Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an unknown procedure. Reportedly, when the starclose se device was removed from the package, the device was deployed. There was no patient involvement. There was no reported clinically significant delay in the entire procedure. No additional information was provided.